Manufacturer narrative:
H6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2023. During the procedure, it was noticed that the balloon was not inflating properly. The balloon was then taken out of the patient and tested, a hole was discovered that projected water and contrast across the room. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.